Event description:
It was reported that the customer was seeking medical attention for her high blood glucose. The blood glucose reading at time of call was 458mg/dl. It was stated that the customer have changed the infusion set to resolve the issue. Troubleshooting was performed ran a fixed prime and high pressure test and the tests passed. It was stated that the customer has often bent cannulas. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.